Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Post pipeline deployment, it was reported that the pushwire separated at the proximal end of the microcatheter as it was being retrieved from the patient and prevented it from being removed from the catheter. The pusher and microcatheter had to be removed together from the patient. A balloon was used on the pipeline to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.